Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3000, the silicone protective layer of the electrocoagulation forceps fell off without causing any harm to the patient. Nothing fell into the patient. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation. However, photographs were provided by the account. A visual inspection of the photographic evidence was conducted on 21aug2020. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. Signs of clinical use and evidence of blood were observed. The boot from the cold jaw was completely detached exposing the cold jaw. The silicone insulation on hot jaw was melted, charred and whitish in color. Based on the photographic inspection, the reported failure "peeled; jaw" is confirmed and analyzed failure "thermal decomposition of device" was also confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh- 3000, the silicone protective layer of the electrocoagulation forceps fell off without causing any harm to the patient. Nothing fell into the patient. The hospital did not report any patient effects.